Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical field specialist (tfs) went on site to perform additional investigation. The tfs switched the monitor connectors to resolve the issue. After switching the connectors, the vision in both eyes worked fine in the surgeon side console (ssc). The tfs was able to resolve the system issue with electrical/ mechanical adjustments. No parts were replaced or will be returned to isi. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the vision on the right eye of the surgeon side console (ssc) was black. The site tried to troubleshoot and restart the system but the issue persisted. The surgeon decided to convert the planned procedure to an open procedure. Intuitive surgical, inc. (Isi) contacted the customer to obtain additional information. The system was inspected prior to use and no errors displayed. The patient was administered anesthesia and ports were placed. Technical support was contacted for troubleshooting but the issue persisted. The surgeon converted the procedure to open due to the vision issue. The patient tolerated the procedure well. There was no report of any patient injury or harm.